Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. If the device is returned in the future, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that the pump alarmed for a system error 322 - "link switch error (low)." It was also reported that there was no patient injury.